Event description:
This pt is a contact lens wearer, who used renu contact lens cleaning solution, and developed a fusarium corneal ulcer. He required a therapeutic corneal transplant to remove the infection from the eye as he was not responding to medical therapy.